Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not conclusively be established through this evaluation. Additionally, although power and flow elevations were confirmed via the analysis of the submitted log files, a specific cause could not be determined. The account communicated that the patient¿s power and flows had been increased since (B)(6) 2019. The patient was worked up for possible abscess driveline infection which the account believed could be linked to the increased power and flows. The infection was confirmed to be mrsa. The patient was reportedly transferred to the transplant center for possible expedited listing status. The patient was asymptomatic and continues as an inpatient. The submitted log file contained data from (B)(6) 2019 through (b)(7) 2019 and captured multiple slight elevations in pump power up to 8.6 watts. Corresponding elevations in calculated flow were recorded during power elevation events, up to 10.0 lpm. No other atypical alarms or events were captured. The actual speed remained above the low speed limit throughout the log file and the device appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further complaints have been made at this time. The heartmate ii lvas IFU lists driveline or pump pocket infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU also provides an explanation of all pump parameters (including pump power), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Care instructions for preventing infection are outlined in various sections of this document and the hmii patient handbook.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that flows and powers have been increased since (B)(6) 2019. Log file analysis observed elevated flows above the normal parameters. Patient was worked up for possible abscess driveline infection which could be linked to the increased flows and powers. Infection was confirmed to be (B)(6). Patient was transferred to transplant center for possible expedited listing status. Patient continues in the hospital at this time. No further information was provided.